Manufacturer narrative:
The customer reported that the syringe "handle broke" during a case causing the surgeon to "stick himself" and cut his finger. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The customer reported that the syringe "handle broke" during a case causing the surgeon to "stick himself" and cut his finger.